Event description:
Result was 365 mg/dl. The user's spouse took pt to the ER and glucose was 92 mg/dl. At the same time the suspect device read 228 mg/dl. No treatment provided. Controls were not used. The device was replaced and requested to be returned for eval.